Event description:
Information was received from a patient regarding their external equipment. It was reported by the patient that for months they had been having issues with the handset and communicator connecting to the pump. The patient stated that at first it worked fine (they were able to deliver a bolus with no issues) but then they had a hard fall, landing directly on the pump. The patient stated it seemed that shortly after this fall, the communication issue started. It was intermittent but now they had not been able to get a bolus for days/weeks even. Agent walked the patient through restarting the handset and walked patient through powering the communicator on and off 2 times. Confirmed the handset was fully charged. Agent then attempted to have patient connect with the handset/communicator; patient stated it would say retrieving pump settings and reach 90% and then stop. They saw a message that said " myptm isn't responding" with the option of close app or wait. Patient stated they also see locked out; 2 hrs 45 minutes. Agent tried having caller "close all" to exit the app but the handset was not responding. The patient was struggling to follow instruction and appeared to not have basic understanding of smart phone navigation. Agent asked patient to tap other areas of the screen (therapy details, alerts bell) and no response. At another point during troubleshooting, patient appeared to be inadvertently in the patient manuals app/watching the android tutorial. Again, agent tried having patient close apps and the device would not respond to their tap. Patient then saw message "communication error: service code: 518". The patient was redirected to their healthcare provider to further address the issue and possibly receive more education on handset/communicator use. Additional information was received from a company representative (rep) and patient reporting service code 156was continually coming up on patient's handset when they were trying to connect to the pump. The company rep attempted unpairing and repairing the patient's handset to the pump, restarting the handset, and resyncing to the pump, but this did not resolve the issue. They had been working on this with the patient today for 30 minutes but was still seeing service code 156 on patient's handset. Agent sent an email to the repair department to replace the handset.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd serial# (B)(6) product type product ID tm90t0 serial# (B)(6) product type accessory product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.